Event description:
It was reported that patient underwent an explant procedure where all devices were removed for unknown reason.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6). Batch: 7070234.